Event description:
Extension set flushed, and noted to be leaking near female end of tubing. This problem appears to be a result of lack of solvent and bonding. Upon line assessment, quarter-sized ring of total parenteral nutrition (tpn) found under secondary lumen line connection.